Event description:
It was reported that pump displayed altitude alarms on two consecutive days and required cartridge replacement to resolve issue. There was no adverse impact to the customer's blood glucose level. Customer replaced cartridge, received guidance from technical support on preventing future altitude alarms, acknowledged instructions, and pump then resumed normal operation. Cts to replace pump. Customer will continue to use current pump.